Event description:
A consumer reports experiencing halos at night, and blurred near/distance vision following intraocular lens (iol) implant surgery. She has a history of astigmatism and seeing halos at night, but since the implant surgery, the halos are "greatly exaggerated". She thought the astigmatism that contributed to the halos at night would be corrected with the surgery. She was prescribed eye drops which provided some relief. However, she discontinued the eye drops because she felt they were contributing to her headaches, which she experienced for four mos following surgery. She states she sees a large cloudy spot described as a cumulus cloud that floats around an covers one third of her line of vision. She developed iritis following surgery. She continues to feel a dull pain in her eye socket. She was referred to a retinal specialist and a nonophthalmologist for f/u. She had a cat scan of the brain, which was normal. She sought a second opinion from an opthalmic surgeon. She was told everything looked normal and was given a prescription for eyeglasses as her current prescription was not correct. In a f/u, the implanting surgeon states the calculations were correct and that these events are an adaption issue and not related to the lens. The surgeon reports the outcome of event for the consumer as "excellent".

Manufacturer narrative:
The prod was not returned for analysis. The device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/27/2008, 05/28/2008 and 06/04/2008 by mail, fax and phone. A completed questionnaire was rec'd on 06/06/2008. .